Event description:
I got essure summer of 2008; shortly after had itching, burning, painful rash on back a couple times. I had no idea it was essure related, I did not think of it at the time. Now I believe it was. I have weight gain, significant weight loss, memory problems, blurry/hazing eye sight, headaches, migraines, numbing and tingling hands arms and legs, bloating, heavier menstrual cycles, pelvic pain, lower back pain. Should have gone to emergency room couple times and now wish I had, but I'm a fighter. I have extreme fatigue. I'm tired of feeling this way. I was happy and doing so well health wise before essure. I believe and feel essure has triggered all my symptoms and problems. I was diagnosed with adenomyosis recently. Another issue I did not have.